Event description:
It was reported that the external pulse generator (epg) displayed an error message. Of note, after the batteries were taken out and the epg was reset, it continued to work. The epg remains in use. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. (B)(4).